Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had error alarms and had been turning itself off. The alarm history showed low reservoir and no delivery alarms. The blood glucose at the time of the incident was unknown. It was found that the time was incorrect and she was assisted with updating it. She was advised to call when having the issues in order to troubleshoot. The customer called back on (B)(6) 2013 to report that the insulin pump was not delivering insulin and was giving error alarms. Still only no delivery alarms were found in the history. It was noted that the customer sounded confused and has some memory problems. When going into the prime history, it was found that the customer was manually priming 30 to 60 units daily in the last 4 days and it is unknown if she was connected while priming. Additional training was requested. The device will not be returned for analysis.